Event description:
A promus premier stent was opened for the patient. The physician noticed that one of the struts was lifted off of the balloon. The stent was handed to nurse who gave it to the cath lab supervisor.